Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an inside-out meniscal repair procedure, the surgeon used two ar-7900 zone navigators (lot: 10297141 and lot: 10302082). The rep stated both devices malfunctioned in the same procedure. However, it is unknown which issue occurred with each specific lot. During the procedure the surgeon opened one ar-7900 and a mid-posterior cannula. After sliding the cannula on top, the surgeon needed to adjust the cannula. Upon attempting to adjust the cannula, it was extremely difficult to take off the cannula with the grey button depressed all the way down on the handle. A second ar-7900 was opened and the cannula was able to be adjusted much better. However, the needle was bent and not sliding easily into the handpiece so the surgeon switched handpieces with the recommendation to use fresh needles. As the surgeon slid the needle through and tried to advance it, the tolerance was extremely tight and the needle would not advance through. At this point the surgeon then switched to an outside-in technique due to only having one tech scrubbed in. The sales rep reported there was no harm to the patient. The rep confirmed no instrument broke inside the patient. Additional information received on 08/30/2019: the rep reported no unplanned or additional incisions were made. The two defective ar-7900 were discarded after the procedure and will not be returning for evaluation. No pictures were captured during the procedure. The following devices are the part and lot numbers of the cannula and needle(s) used during the procedure: ar-7910r // lot: 907091648. Ar-7905 // lot: 907091649. Ar-7523 // lot: 906491514.